Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced inadequate stimulation on their left side. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the physician attempted to revise the lead and was unsuccessful. Physician will attempt to revise the lead at a later time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.